Event description:
Customer reported that the sensor was reading low when the blood glucose readings were not low. It was noted that the sensor was reading 70 mg/dl when the blood glucose readings were 163 mg/dl. Customer has also been receiving missed bolus alerts even after bolusing. Customer also mentioned that the insulin pump suspended and woke up with blood glucose readings in the 200 mg/dl range. Customer stated that they have experienced bent sensor cannulas in the past. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.